Event description:
It was reported that, during surgery, when the vlp ti 1.5mm x 18mm ctx scr t4 s-t was placed, the screw head broke off and the rest of the screw was left inside the bone. The procedure was completed without significant delays. The patient was not harmed beyond the reported problem.

Manufacturer narrative:
Internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6. The device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, no supporting medical documentation has been provided for inclusion in this medical investigation. The provided pilgrim intake form was reviewed; however, it did not aid in confirming the root cause of the reported breakage. According to the report, the headless implantable screw was left screw inside of the patient¿s bone as intended. Therefore, the potential for micro-motion/migration of the retained screw is unlikely. Based on the information provided, the patient was not harmed beyond the reported incident. Should any additional relevant medical information be provided, this case would be re-assessed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for mini-fragment plating system revealed in warnings section that fracture of the device can occur as a result of failure to use the largest possible components or improper positioning. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include but not limited to surgical technique, fit/ sizing issue or poor insertion technique. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.